Event description:
Outpatient infusion clinic reported issues of chemo (average 30-50 mls) being left in the bag when the infusion should be complete. Secondary chemo bags are as large as a liter and rates are as high as 999 ml/hr (i.e. Cisplatin 1 liter to go over 1 or 1 and half hours). Pharmacy does account for bag overfill and drug added on the bag label (total volume). The primary bag is usually 500cc and the primary is usually lowered on 2 hangers. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer stated the product will not be returned because the product was sequestered.